Event description:
It was reported the device was used during a hernia procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and teachnicans are listed below: visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(2); staples in the track, yes(14) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the reported "device jammed" during surgery occurred due to a yielded cartridge tube crimp. The instrument was rec'd with two staples jammed in the nose and with a yielded tube crimp. The tube crimp was inspected and found to have been crimped thoroughly. No conclusion could be reached if the two staples jammed in the nose caused the tube crimp to yield or if the yielded tube crimp caused the two staples to become jammed in the nose.